Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there are no additional complaints associated with the component lots for the reported issue. An opened phaco tip was returned for evaluation for the report of broken tip during surgery. Two photos attached to the parent complaint were reviewed by the investigation site, both photos contain the threads-flange-cone region of a phaco tip, each photo shows a different position of the phaco tip. The phaco tip was visually inspected and deemed nonconforming, the tip is broken at the cone to cannula transition, slightly jagged break, wall thickness cannot be determined due to the jagged condition. White foreign material on threads and flange corner. The complaint evaluation confirms the phaco tip is broken. The root cause for the broken phaco tip cannot be determined from this evaluation. The phaco tip visual inspection does not show any manufacturing issue that would cause the broken phaco tip. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that tip of phacoemulsification tip was found to be broken from during the procedure. Tuning failure (tip was loosened) occurred and the customer tightened it and test was completed. During the procedure, he/she felt something was strange and pulled the tip out and noticed that the tip was broken. The surgery was completed after replacing the product. There's no patient harm.